Event description:
It was reported that the insert could not be locked with the tibial component properly. Posterior site of the insert was did not lock. The surgeon tried to insert it again, but it could not be locked because of the anterior wire deformation. Spare insert was prepared, so the procedure was completed. No more information will be provided.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the component was discarded. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding seating issue involving a triathlon insert was reported. The event was not confirmed. Device evaluation was not performed as the component was not returned. Not performed as the reported component was not implanted. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. The cause of the event could not be determined as the subject component was not returned for evaluation. No further investigation for this event is possible at this time. If the device becomes available, this investigation can be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the insert could not be locked with the tibial component properly. Posterior site of the insert was did not lock. The surgeon tried to insert it again, but it could not be locked because of the anterior wire deformation. Spare insert was prepared, so the procedure was completed. No more information will be provided.